Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. D4, g1, h4: the lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. (B)(4) h10 device evaluation: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from japan that during an arcr(arthroscopic rotator cuff repair) tenodesis surgical procedure on (B)(6) 2024, it was observed that the surgeon attempted to put the milagro advance screw 9x23mm device of the same size as the reamer into the bone hole as usual; however, it did not go in smoothly, and there was a snapping sound. Therefore, the screwdriver and the milagro device were removed from the body. It was confirmed that the milagro was cracked. There was no broken piece in the patient. Another like device was used to complete the procedure. There was no delay in the procedure reported. The device was brand new and the first use when the issue occurred. There were no adverse patient consequences reported. No additional information was provided.